Event description:
Customer reported aborh and fwd_abo assay results on galileo do not match for a patient sample. The reflexabo assay reported as a positive and the fwd_aborh assay reported as ab positive.

Manufacturer narrative:
Fwd_aborh testing was performed with donor samples of known abo/rh types, using retention anti-b series 3, lot 203230, on an in-house galileo. No abo discrepancies were noted. Retention product performed as expected. The customer did not return sample for investigation testing.